Manufacturer narrative:
Integra has completed their internal investigation on 12/02/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the evaluation verified the complaint as valid; the touchscreen was confirmed as defective. The complaint evaluation confirmed the touchscreen were faulty due to an air gap incident. The air gap causes an intermittent contact between the touch surfaces thus causing the failure of the screen to work as reported. The DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ aug. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A review of cam02 monitor customer complaints was competed using the following key words ¿waveform¿ and ¿not stay¿ from the complaint description in the search criteria. The review encompassed dates 18-oct-2015 to 28-nov-2016. A total of 127 complaints were reviewed of which this complaint is the single complaint occurrence which contained the search criteria. Additionally the review verified this complaint is the single complaint occurrence for (B)(4). No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Rate of occurrence: during the time period ¿oct 15 to nov 2016¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (1) can therefore be calculated as (B)(4)(remote) of procedures. This percentage is within the expected rate of occurrence scored in the health risk assessment. Conclusion: the failure analysis investigation identified the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces.

Event description:
The cam02 inter-cranial pressure and temperature monitor was not staying on the wave form screen. The date of the incident was unknown. The device was not in contact with a patient and no patient injury or death alleged, no revision or medical intervention was required. No other information was provided.